Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) had a syncopal episode. At this time, the cause of the syncopal episode is unknown. Additional information has been requested; however, no further information is currently available.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.